Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient was admitted to the hospital for gastrointestinal bleeding on (B)(6) 2016 due to arteriovenous malformations. On (B)(6) 2016 the patient underwent a total colectomy and ileostomy. The patient had a urinary tract infection with worsening renal function, severe deconditioning, and was malnourished. During this time, normal lvad function and estimated flows were reported. On (B)(6) 2016, a vas catheter was placed for hemodialysis. On (B)(6) 2016, at 0243, the lvad low flow alarm sounded. Upon arrival at the patient's room, a return-to-flow (rtf) blood pressure was not present and the patient had agonal respirations. The patient was in sinus bradycardia at 35 bpm. Cardiopulmonary resuscitation was initiated. Multiple acls medications were administered and the patient was intubated. The rtf was 56, and the patient was transferred to the intensive care unit on albumin, norepinephrine and epinephrine infusions. On (B)(6) /2016 at 10:30am the patient developed persistent low flow alarms, even with volume infusion. The patient coded again, CPR was initiated and epinephrine, calcium and sodium bicarbonate boluses were administered. The patient's stat hemoglobin was 6g/dl and hematocrit was 18%. The patient's abdomen was distended and bedside sonography revealed a fluid filled abdomen and blood transfusion protocol was initiated. Despite resuscitation efforts, a return of spontaneous circulation (rosc) could not be re-established. The patient expired at 11:10 hrs. Preliminary autopsy results found the cause of death was hemoperitoneum of 4 liters. The customer does not believe that the patient's death was related to the lvad device or device therapy.

Manufacturer narrative:
Explant date, device available for evaluation?: additional information a correlation between the device and the report of gastrointestinal bleeding and hemoperitoneum could not be conclusively determined. The device was returned assembled with the driveline severed approximately 3 inches from the pump housing with the rest of the driveline not returned. No depositions were found inside the pump. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.